Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received results of 200 mg/dl and 71 mg/dl within 10 minutes on the mobile system. Low blood glucose symptoms were reported with these results. Customer self-treated with glucose and low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device.